Event description:
It was reported that device had error stating "cassette not attached properly." The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2: correction: d4 primary UDI number updated. H2: device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, no disposable alarm (nda) testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a bad downstream occlusion (dso) sensor and observed to be no disposable and did not meet manufacturing specifications. The cause of the customer reported problem was a bad dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, dso bezel, and dso seal. The pump passed all functional tests and performed as intended after repair.